Event description:
The customer reported that results from one pt sample processed on the vitros eci were associated with the incorrect name and demographics. The vitros eci results were not reported and there was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that pt results were associated with an incorrect pt name as a result of user error due to re-use of sample ids. The customer was directed to an ocd technical bulletin regarding this issue and has corrected their internal procedures.